Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the parameters were not satisfactory (threshold 2.0v, sensing 3.2mv, impedance 300o) on the right ventricular (rv) lead. Finally physician replaced it with another lead to complete the procedure successfully. No patient complications have been reported as a result of this event.